Manufacturer narrative:
MDR (B)(4) - device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced three infusion set leaking from site on (B)(6) 2024 and (B)(6) 2024 within one day of use. The blood glucose level was 15.6mmol/l at the time of event. Patient resolved it by replacing infusion set and resumed insulin successfully. No further information available.